Manufacturer narrative:
Investigation verified the reported issue. The pwa was replaced to fix the issue. Other issues were found and repaired on the device. S157 c139 r145.

Event description:
Information received a smiths medical cadd ms3 gray slate pump was alarming battery depleted. No patient adverse events reported.